Event description:
A non healthcare professional reported that poor cutting at an unknown timing of the surgery. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).